Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with (B)(4) during a tele-conference on 05/31/2017. It was identified that during the review, this is a surgical issue. Breakage of irrigation line can lead to collapse of anterior chamber or a hypotony and may have adverse effect on patient and hence this complaint can be categorised as reportable. No sample was returned. All available information has been disclosed. This complaint has now been closed.

Event description:
A report has been received regarding an incident that occurred in (B)(6). The following was reported: "the irrigation line broke during the I/a program. This is a serious problem as the anterior chamber could collapse as a result."